Event description:
It was reported that during a procedure of the mildly calcified, circumflex artery below the bifurcation of the circumflex and obtuse marginal vessels, the whisper es guide wire and balance middleweight (bmw) guide wire were positioned and predilatation with a non-abbott balloon dilatation catheter (bdc) was performed. The 2.75 x 38 mm xience prime stent was deployed in the circumflex artery. Post-dilatation was attempted with a 3.0 x 12 mm nc trek rx bdc but it could not be negotiated for the kissing balloon technique and the proximal shaft near the hub separated. The device was removed from the anatomy and a second 3.0 x 12 mm nc trek rx bdc was used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported kinks and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Additionally, it was reported that the balloon was not submerged in heparinized saline prior to use. It should be noted that the IFU instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: whisper es, balance middleweight (bmw). Guide cath: jl 3.5 (6f). Stent: 2.75x38mm xience prime. Incorrect prep and against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.